Event description:
It was reported that the procedure was being performed in the cath lab and on a male pt with end stage renal disease (esrd). The catheter was being inserted into the pt's left internal jugular when the tunneler would not stay connected to the red tip of the catheter to enable pull through to the exit site. As a result, a nextstep catheter was obtained and the procedure was completed successfully. There was a 10 minute delay in treatment, no pt death and no complications reported. The pt outcome was good.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.